Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on may 2, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital of(B)(6) in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2017 by dr.(B)(6) at (B)(6) hospital of (B)(6) in (B)(6); the filter was unable to be retrieved. The complaint alleges embedment. The complaint specifically alleges ¿plaintiff suffers from bodily injury and psychological injury. Plaintiff injuries include, but are not limited to, pain in the abdomen and body generally as well as worry fear, anxiety, and sleeplessness.¿ argon¿s attorneys are attempting to gather additional information.